Event description:
Patient experienced warmth and then burning sensation in her head while in the MRI scanner which subsided after removal from the scanner. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: brain aneurysm. Event abated after use stopped or dose reduced: yes.